Event description:
Arterial monitoring port clotted even though 1000 units heparin/500 cc. .9% IV nacl attached in pressure bag at 300 hg pressure with all stopcocks in correct position. Staff not able to flush or get blood return. This occurred on 6/26/97 and 6/27/97. Urokinase 5000 u/cc 1.8 ml infusion into arterial port was used to break-up the clot. This successfully broke up clot.